Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and analyzer print out, fse also noted 3019 washer low error had occurred. Fse could not reproduce error. While troubleshooting, fse found lead wire of level sensor was corroded, which caused the washer low error. Fse replaced the lead wire of the level sensor, lubricated the cup/tube sensor and verified proper functioning of the test cup reader. Fse validated the analyzer by successfully performed prog iii calibration, quality control runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: error messages and flags states the following: 3019 washer low is generated when there is insufficient wash solution. After confirming that ¿assay¿ displayed on the upper right of the assay monitor screen changes to ¿stop¿, replace the wash solution with new one and press the start key to restart assay operation. 0014 calibration data zigzag is generated when the calibration curve rates are not in ascending order. The operator is instructed to repeat the calibration. The most probable cause of the reported event is due to degradation of lead wire of level sensor and lubrication needed for cup/ tube sensor.

Event description:
A customer reported getting zigzag error during calibration on the aia-360 analyzer. Technical support specialist (tss) inspected the reported calibration rates and found them to be inconsistent. The customer reran the calibrator but got matching error (me). Tss sent replacement cups/calibrator. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progestrone iii (progiii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.